Event description:
It was reported that during a sigmoidectomy, the device fully cut and stapled partially. Reloaded the device and completed the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned with no visual non-conformances and with no cartridge present. However, two cartridges were received inside the bag, fully fired and in good visual condition. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle. It should be noted that all instruments are inspected 100% for staple presence by a visual system, prior to the placement of the staple retainer. In addition, at finished goods the instruments are visually inspected based on a sample. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.